Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts to reset the pump, and the malfunction did not recur, allowing the customer to continue using the pump. Customer was advised to call back if the malfunction code appears again, and they acknowledged and understood the instructions.